Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited impedance issue. Additional information obtained from the field representative indicated that the source of impedance issue was not conclusively determined. There was a slight increase in pacing threshold measurement and the patient will then be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.